Event description:
It was reported that the patient's heart rate is not increasing with his activity as needed and that the patient has fatigue. The patient walked on the treadmill for 11 minutes and had little increase in heart rate and no shortness of breath. The device will be reprogrammed to change rate response optimization. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.